Event description:
Defect in sealed edge in outer plastic package "[customer]".

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.